Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the device analysis, sem results, the customer¿s reported information and video, the report of coating removal during use was confirmed, as the coating on the returned guidewire were found to be to be damaged. However, the cause for the reported event is likely to be use related. The coating layer was disrupted due to mechanical scraping of the wire surface by the introducer needle. No issues were found with the returned introducer needle. The remaining guidewire coating was found to be intact and well adhered to the wire surface with no evidence of delamination. From the provided video that the angle/position of the guidewire with relation to the introducer needle contributed to the mechanical scraping of the guidewire surface. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The guidewire, the introducer needle and what appears to be hydrophilic coating material was returned for analysis. No issues were found with the returned guidewire introducer needle. The guidewire coating was found to be scrapped and missing from multiple locations along the guidewire. Per visual inspection, it appears that the coating is well adhered to the device. The coating material appears to have been torn by mechanical damage and does not look to be brittle or delaminated. The substrate layer of the coating has been completely removed leaving bare metal. The device will be sent out for additional testing. The guidewire distal tip was found to be bent. No other anomalies were observed. The investigation is still underway, upon completion a supplemental report will be submitted. MDR related to this event: 2029214-2017-00290 2029214-2017-00291.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed. A supplemental report will be filed. MDR related to this event: 2029214-2017-00290, 2029214-2017-00291. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the guidewire coating was peeling when the device was navigated through the sheath. The event occurred intraoperative. The procedure was stopped and the patient was not treat but monitored. The patient is currently asymptomatic and no injury occurred. The anatomy was reported to have been tortuous.